Event description:
Additional information received from the consumer reported the replacement recharger antenna seemed to have solved the problem and it made "recharging the recharger greatly." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID a01411002, product type: recharger. (B)(4).

Event description:
The consumer reported that the patient was unable to charge the implantable neurostimulator (ins) and it was taking too long to charge the ins. While trying to charge on (B)(6) 2015 for one hour, the patient saw the "low ins battery" icon and the patient programmer and had zero coupling boxes on the implantable neurostimulator recharger (insr). Best practices for recharging was reviewed prior to attempting a recharge session, and "poor coupling" was seen on the insr screen. Repositioning the antenna did not resolve the issue. It was noted that communication was possible with another external device. Attempting antenna locate (al) prior to attempting a recharge session did not resolve the issue. Reported patient symptoms included swelling at the ins pocket. It was recommended that the patient try connecting with the implantable neurostimulator recharger (insr) as much as possible to keep the ins from depleting. It was also reported that the patient programmer was not connecting consistently with the ins to make changes since implant. Additional information was received from a consumer reported the patient spoke with a manufacturer's representative (rep) on the phone and the rep was able to tell him how to charge the device. The patient was charging at the time of the report and everything was working just fine. The stimulation therapy was helping his pain and the swelling was gone from the implant area. It was later reported by a consumer that the patient was unable to recharge. The patient could not charge up and thought the issue was related to the antenna. The patient was able to achieve eight coupling bars, but the recharger went black after 45 seconds. Repositioning the antenna did not resolve the issue. The patient did not use a belt because he could not keep it tight enough. Performing an antenna locate feature did not resolve the issue. Implantable neurostimulator (ins) pocket issues included a tilted ins. The device was slightly tilted in the pocket and the top of the device protruded a little bit. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.